Manufacturer narrative:
Evaluation: our evaluation of the returned stent and introduction system confirmed the report of guiding catheter removal difficulty from the stent. The outer pushing catheter of the introduction system exhibits multiple kinks that are creating resistance attempting to retract the guiding catheter from the stent. The stent was returned in the loaded position (on the guiding catheter) with the introduction system. There is a small kink at the proximal flap of the stent. This kink is also causing resistance when the stent moves over the guiding catheter. After a review of the device history record for these devices, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of occurrence is rare. Conclusions: the outer pushing catheter of the introduction system exhibited multiple kinks and the stent exhibited a kink near the proximal end. These observations are the most likely cause for difficulty in guiding catheter removal from the stent. The condition of the stent and introduction system (i.e kinks) suggests the product was subjected to excessive pressure and/or rough handling. The instructions for use for this product direct the user to inspect the product with particular attention to kinks, bends, or breaks upon opening the packaging. If an abnormality is detected, the user is instructed not to use this product. The information provided indicated a kink or flattened area was not observed on the introduction system prior to use. If excessive pressure is applied to the introduction system, perhaps during advancement through the endoscope or during general handling, this can contribute to kinks, as observed during our laboratory evaluation. Kinks in the stent and outer pushing catheter can create resistance in guiding catheter movement from within the stent and outer pushing catheter. Prior to distribution, all oasis one action stent introduction systems are subjected to a visual inspection to ensure device integrity. The introduction system and stent are visually inspected for kinks. The outer diameter size of the guiding catheter is verified during the inspection process. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the condition of the returned device suggests the difficulty experienced may be product handling related. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a stent placement procedure, the physician used a cook endoscopy oasis-one action stent introduction system. The stent was placed successfully. During removal of the guiding catheter from the stent, the physician encountered resistance. The stent was dislodged from position due to the difficulty experienced. The physician removed the introduction system and stent simultaneously through the endoscope. Another stent was placed to complete the procedure. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. There were no adverse effects to the patient as a result of this occurrence.